Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. Summary of investigation: there are no previous complaints of this code batch. We manufactured 16,992 units of this code-batch. There are 56 units in our stock. We have received 15 closed samples for analysis. To evaluate the conformity of these units, we performed the following test: - needle attachment strength results conducted on the closed samples received are 0.42 kgf in average and 0.125 kgf in minimum and fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.43 kgf in average and 0.396 kgf in minimum and fulfilled ep requirements: 0.17 kgf in average and 0.082 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the thread comes loose from the needle - 16 out of 32 needles were opened by the customer - the same problem occurs with every needle-thread combination. Additional information has not been provided.